Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 6 pockets failed and not detected on bus, which located on 2100p 1. The customer attempted to recover and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the main drawer 6 was not detected on bus and multiple pockets were failed. A field service engineer reseated drawer control board communication signal cables and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.